Event description:
Medical record reviewed 7-8-98. Per operative report: "the nitinol guide pin broke off with approximately 1 inch of the pin remaining in the femoral tunnel. The large portion of the pin was removed. The graft was backed out slightly which exposed the broken pin fragment. This was grasped with a slessinger grasper and brought out of the knee. The pin was carefully inspected and found to be completely intact with all fragments removed." Surgeon stated "technique was reason for breaking." No apparent injury to pt.